Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the customer was pointing out the prograsp forceps instrument grips pin in the photo but it is a bit difficult to see the damage. It is possible that the grips pin is dislodged. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument screw from the jaw was separated. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use, and no damage was found. The customer removed the instrument without issue during procedure for exchanging and found screw was missing. The customer was able to insert the screw back to the instrument. The instrument did not collide with any other instrument or tool during use. No port incision was increased to remove the instrument. There were no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measured approximately 0.071" at the swaged end compared to the nominal pin diameter of 0.071". Grips and other components adjacent to the dislodged pin does not show damage. Further inspection identified bent grip causing misalignment. A 0.024¿ offset at the tips was noted. The grips does not show cracking damage. This observation is unrelated.

Event description:
Refer to h10/h11 for follow-up information.